Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). The investigation of the returned device was completed by the failure analysis lab on 5/17/2019. Device evaluation summary: according to the information received it was reported a rupture during surgery. During evaluation of the device it was observed a rupture measuring approximately 6.8 cm located on the anterior aspect. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection and testing of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell.  In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). It was reported that 275cc mentor memorygel breast implant breast implant ruptured during an implantation procedure on (B)(6) year-old patient on the left side. No procedural delay was reported. No patient consequence was reported. The device was replaced with a 275cc mentor memorygel breast implant.